Event description:
It was reported that the ilet device¿s battery depleted from full charge to zero within a day and was not charging correctly, corresponding to a premature battery discharge associated with the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with a battery-related component issue and premature discharge. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.